Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other non-malignant pain. It was reported the patient had severe tremors, particularly when driving. This was noted to be gradual. The patient saw a healthcare provider (hcp) on (B)(6) 2015, who was looking into having an MRI performed. MRI guidelines were requested for a head scan and the MRI was noted to be unrelated to the implant. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.